Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed the test. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported that they were trying to run a manual prime and received a motor error alarm. Customer also mentioned a no delivery alarm. Customer's current blood glucose reading is 129 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.